Event description:
New information received notes that a new instance of the reset issue was noted on the device. No further intervention or adverse patient consequences was reported.

Event description:
New information received notes that additional programming was performed for the new instance of the reset issue.

Event description:
It was reported that a patient presented with an unspecified defibrillation issue noted on the patient's implantable cardioverter defibrillator. Upon investigation it was noted that the patient's device was in back-up mode due to hardware reset without active back-up defibrillation. The device was unable to be interrogated. Corrective programming changes were made but further investigation into the defibrillation issue was unable to be performed due to the reset performed. No further adverse patient consequences were reported.